Event description:
The customer contact reported that the device powered off by itself with an inadequate response time following an alarm condition. On an unspecified date and time, the device was programmed to deliver normal saline, at a rate of 200 ml/hr, with a volume to be infused (vtbi) of 50 ml and the delivery was started. The customer contact reported that after the start of the delivery, the device "beeped in less than one minute and turned off." At this time, the pt moved the ac power cord. The customer contact stated, "it appeared like it was coming back but shuts off immediately." The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. Upon initial power on of the device during testing and investigation, the primary line displayed a programmed rate of 0 ml/hr with a volume to be infused (vtbi) of 0 ml and the secondary line displayed a programmed rate of 0 ml 1/hr with a vtbi of 0 ml. The technology of the acclaim encore pump list# 12237 does not contain a pump history that provides past programming settings. This report represents all the info known by the reporter upon query by hospira personnel.